Event description:
Reported due to balloon rupture requiring intervention to retrieve retained particle. In 2005, the physician attempted a dilatation of a dialysis shunt using a fox percutaneous transluminal angioplasty (pta) catheter in an off label use. Reportedly the balloon catheter was "inflated by hand and ruptured." The physician attempted to withdraw the catheter and "a piece of the balloon was left in the artery on the wire." The wire and sheath were removed and then "the piece of the balloon was stuck in the skin." Reportedly the retained piece was removed in its entirety by widdening the skin incision, removing the retained piece and repaired with stiches." It is unknown if the pt's hospitalization was prolonged as a result of the event.